Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument the positive rotavirus results strongly influence adenovirus results, leading to false positives. Patient samples were involved and results were reported to the clinician, but patients were not treated based on erroneous results. The following information was provided by the initial reporter: correct positive results for rotavirus influence strongly on the results for adenovirus, leading to false positives see (B)(4). Was it obvious that the results were erroneous/could not be trusted? Yes, because of the crosstalk in the fluorescence channels. Is a confirmatory test always performed? No. Were patient samples involved? Yes. Were erroneous results reported to the clinician? Yes. Were patients treated based on erroneous results? No, because they were aware of the crosstalk issue.

Manufacturer narrative:
Medical device expiration date: na. PMA/510(k)#: k111860, k130470. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "false positives". Customer reported that they are seeing suspected false positive results for adenovirus in the presence of strong rotavirus positives in patient samples while running the enteric viral panel assay. A bd field service engineer was dispatched to the customer site where they performed a software script update on the instrument, reader normalization on readers a and b, and empty fill check testing, which passed. A qualification run was performed and passed. The device meets the device specifications. This complaint is confirmed by service. The root cause cannot be determined with the information provided. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of device history record for instrument (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the complaint was confirmed by other means, thus a DHR review would yield no useful information. Service history review was performed for the instrument (B)(6), and no additional work orders were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument the positive rotavirus results strongly influence adenovirus results, leading to false positives. Patient samples were involved and results were reported to the clinician, but patients were not treated based on erroneous results. The following information was provided by the initial reporter: correct positive results for rotavirus influence strongly on the results for adenovirus, leading to false positives -> see pir 3005603. Was it obvious that the results were erroneous/could not be trusted? Yes, because of the crosstalk in the fluorescence channels. Is a confirmatory test always performed? No. Were patient samples involved? Yes. Were erroneous results reported to the clinician? Yes. Were patients treated based on erroneous results? No, because they were aware of the crosstalk issue.